Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three photographs of a device. A visual inspection of the returned photos noted that no staples or staple pushers can be seen protruding from cartridge. No device abnormalities can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical sigmoid carcinoma, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.